Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery in the c5 witha max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 4 mm and proximal 5 mm. It was noted the patient's vessel tortuosity was ordinary. Post operative findings related to blood flow contrast showed no anomalies. It was reported that the pipeline was collected due to a poor deployment of the tip. The purse-string seemed to have been pressed down. It was collected outside the body and deployed, but the tip was entangled and did not deploy. It was reported the distal stent region failed to deploy. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline had been resheathed two or less times. There was no operation, such as using another device to deploy the stent. The stent was removed from the patient's body and retrieved with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and the phenom encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery in the c5 with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 4 mm and proximal 5 mm. The accessed vessel was the internal carotid artery with a diameter of 5-3 mm. It was noted the patient's vessel tortuosity was ordinary. Post operative findings related to blood flow contrast showed no anomalies. It was reported that the pipeline was collected due to a poor deployment of the tip. The purse-string seemed to have been pressed down. It was collected outside the body and deployed, but the tip was entangled and did not deploy. It was reported the distal stent region failed to deploy. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline had been resheathed two or less times. There was no operation, such as using another device to deploy the stent. The entire phenom catheter was collected due to pipeline deployment failure. The stent was removed from the patient's body and retrieved with the microcatheter. No particular external damage was observed on the collected products. It was reported there was catheter resistance located in the distal shaft. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the cause of the failure to open was not determined. The issue with the pipeline was due to poor expansion. There was no damage observed to the pipeline pushwire. Pipeline placement was being performed for treatment of an internal carotid artery aneurysm.

Event description:
Additional information was received that the cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.